Event description:
The customer reported that she was hospitalized with high blood glucose. The customer stated she had been off of her insulin pump for a few weeks, due to it squirting insulin when she was priming the tubing. The customer's blood glucose was 256 mg/dl. Her symptoms included confusion and dehydration. The customer also stated she went to her endocrinologist, but was sent to the hospital for treatment. Leading to the hospitalization, the customer overexerted herself during packing and moving. She was treated for high blood glucose and fibromyalgia with an insulin drip and fluids. The customer was not wearing the insulin pump at the time of hospitalization, as she had removed it a few weeks prior. The customer declined troubleshooting for the insulin squirting out. There were no prime rewind alarms in the history. The drive support cap was found to be sticking out. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had a prime rewind alarm during the basic occlusion test and was unable to prime at 4.0 lbs during prime rewind test, due to protruded or loose drive support disk. It was not possible to perform the occlusion test, due to the prime rewind alarm. The insulin pump had minor scratches on the lcd window and a cracked display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).